Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stent placement procedure in the esophagus on (B)(6) 2013. According to the complainant, the stent was being implanted in a lung cancer patient due to esophageal complications from radiation therapy. The patient's anatomy was tortuous, and it is unknown if the lesion had been dilated prior to the stent placement. During the procedure, the stent was fully deployed and expanded; however the physician wanted to adjust the position of the stent. The physician attempted to adjust the stent position using forceps but was unable to and the stent kinked. The physician then removed the stent from the patient using forceps. The procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stent placement procedure in the esophagus on (B)(6) 2013. According to the complainant, the stent was being implanted in a lung cancer patient due to esophageal complications from radiation therapy. The patient's anatomy was tortuous, and it is unknown if the lesion had been dilated prior to the stent placement. During the procedure, the stent was fully deployed and expanded; however, the physician wanted to adjust the position of the stent. The physician attempted to adjust the stent position using forceps but was unable to and the stent kinked. The physician then removed the stent from the patient using forceps. The procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found only the deployed stent was returned for analysis. No issues were noted with the profile of the stent. It was noted that the green retention suture on the flared end of the stent was broken. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4) for the reported issue of stent positioning problem. (B)(4) for the reported issue of stent kinked. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.